Event description:
It was reported by service report that the cable headwall interface was damaged to the point that it could not be connected to the nurse call function. The motion interrupt pan was also damaged. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: damaged headwall interface cable. Motion interrupt pan was damaged.